Event description:
Caller reported an error with their continuous glucose monitor, labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset procedure, after which the cgm error code did not reappear, and the caller successfully started their sensor session.